Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2017 that on (B)(6) 2017 the receiver initialized without a manual restart. No additional event or patient information is available. The receiver was returned for evaluation. A visual exterior inspection was performed and failed, receiver case was cracked, usb port connector was contaminated. The receiver was not able charged and will boot. The receiver was opened for interior inspection, found to be dirty inside. The pcba usb port connector was found to be contaminated. The complaint of receiver initialization without a manual restart could not be confirmed. The root cause could not be determined.